Manufacturer narrative:
H3: product analysis found that the packaging carton, both inserts, and the device were returned in a large (double) resealable bag. There was no significant damage to the packaging carton when returned. There were traces of clear residue observed inside the tube (distal end of the tube), and traces of voids observed in all 4 electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 11.4 ohms (blue), 11.6 ohms (blue with white stripe), 9.2 ohms (red), and 11.1 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution for functional test. The device passed the electrode check and there was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position. There was no reading issue observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, during intubation and impedance check, only 1ch (blue cord) failed to pass. Adjusting the electrode position did not resolve the issue, but replacing it with a new one cleared the check without any problems, suggesting a potential product defect. There was no patient injury.